Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. The caller stated that the patient has been hospitalized with diabetic ketoacidosis. At the hospital the doctor noticed that there were a lot of air bubbles in the infusion set. The hospital treated the patient for high blood glucose, but the type of treatment given was unknown. It is unknown how long the patient was hospitalized. The lot number was not provided. The infusion set was requested to be returned for product evaluation.